Event description:
The customer reported obtaining high glucose patient results on their au5800 clinical chemistry analyzer. The customer repeated the sample on another au analyzer and results were lower. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and noticed the nozzles were dripping. The vacuum tubing was clogged, the transfer unit was weak dispensing and dispenser unit was jammed. The fse replaced multiple hardware parts, which includes the vacuum, the tubing, the 3-way valve and the dispenser unit to resolve the issue. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).